Event description:
Whofe system was explanted due to a fungal infection. Cultures were taken. Antibiotic treatment was necessary. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).